Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is jnj representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the metal shaft of the three (3) depth gauge broke away from the plastic body. It is unknown how the issue was discovered. Patient nor procedure involvement was unknown. This complaint involves three (3) devices. This report is for (1) depth gauge for 2.0mm and 2.4mm screws. This report is 2 of 5 for (B)(4).

Event description:
This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: h3, h4, h6: part 319.006, lot ft00309: release to warehouse date: january 16, 2017; february 03, 2017. Supplier: flextronics america llc. No non-conformance reports (ncr's) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: corrected data: b5